Event description:
The customer reported that during a tibia ablation on a female teenage girl of approx small adult size, they experienced unstable temperatures. No pt injury was reported. Initial eval of the incident needle found the needle insulation damaged, exposing bare metal.

Manufacturer narrative:
(B)(4). Eval of the incident needle found damage near the tip of the electrode. The electrode failed hipot testing. Although, the exact cause of the damage cannot be determined, similar damage has occurred with the use of guiding needles. The device history records were reviewed and no pertinent entries were noted.